Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the pump calculated a dosing that was too large. Reportedly, the customer's health care provider (hcp) verified that the settings were accurate and no changes had been made. There was no reported impact to the customer's blood glucose level. At the time of the reported event, the recommended pump bolus calculations were accurate and the pump was functioning as intended. Multiple attempts were made by the clinical diabetes specialist to obtain additional information and perform troubleshooting; however, no additional information regarding this event was provided.